Event description:
A report was received that the pt's precision system was explanted due to pain at the pocket site. The device was working properly and the pt was able to receive stimulation. The pt was reportedly doing well after the explant.

Manufacturer narrative:
The devices involved in the complaint will not be returned to bsn for evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.